Event description:
It was reported that customer accidentally delivered too much insulin by completing fill tubing step while still connected. There was no reported impact to the customer¿s blood glucose level. Multiple attempts were made by tandem technical support to obtain additional information; however, the customer did not respond.